Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter split off and broke into two pieces inside of a competitor guide. The fracture end of the catheter was pushed out of the competitor sheath and the tip became lodged into the right atrium. The tip was successfully retrieved with a snare. A second delivery catheter was used with the same competitor guide. The catheter again split into two pieces and both pieces were retrieved through the competitor system. No patient complications have been reported as a result of this event.